Event description:
It was reported that the atrial lead had high thresholds. The lead was capped and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continuation: e2dr01aa, implantable pulse generator, 2006-(B)(6); 4092-52, implantable pacing lead, 1999-(B)(6). (B)(4).